Event description:
It was reported that a revision surgery was performed for pain/ due to a failed poly at approximately 10 years after the initial surgery. The patient status is unknown.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. The lab analysis concluded that the returned component was examined visually. No destructive analysis was performed. The tibial insert showed signs of wear related damage to the articulating surface. Damage and deformation were observed on the posterior articular surface of the tibial insert. No material or manufacturing deviations were discovered in this investigation. The clinical/medical evaluation concluded that although the reported pain and subsequent revision may be consistent with the findings of wear related damage to the articulating surface of the insert and/or the damage and deformation observed on the posterior articular surface of the tibial insert, the root cause of the wear, damage and deformation of the tibial insert cannot be confirmed and it cannot be concluded the events were associated with a malperformance of the implant or related to wear over time. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. No further clinical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed for pain/failed poly at ~ 10 years.